Event description:
During a percutaneous transluminal angioplasty to the left external iliac artery the balloon ruptured at unk pressure. The balloon was retrieved through the sheath introducer and exchanged by another balloon to end procedure successfully.